Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was also reported that the customer had an elevated white blood cell count and may have had an infection at the time of the event. The hospital staff confirmed that the insulin pump was programmed correctly. Nothing further was reported.